Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during a vitrectomy procedure ophthalmic cannula didn't fit into the trocar. The surgery was completed after replacing the product with another one. There was no harm to the patient.

Manufacturer narrative:
The sample was visually inspected. And was deemed nonconforming. There was clear foreign material on the cannula in one area. The sample was then functionally tested, and the cannula would not slide onto the returned trocar cannula. The foreign material was removed, the cannula was again functionally tested, and the cannula slid on the returned trocar cannula/hub assembly. The sample was then, dimensionally tested and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms, the cannula had a fit issue. The fit issue was, due to the foreign material on the needle. The exact source of the foreign material cannot be determined from this evaluation. No specific action with regard to this complaint could be taken, because the product met specification once the foreign material was removed. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).